Manufacturer narrative:
As reported, the 120cm outback elite re-entry catheter was difficult to go through the sub-lumen. It was re-inserted after the lesion was inflated with low pressure with a 3mm x 4cm non-cordis balloon catheter. However, the same issue continued. They tried several times, but the distal part of the complaint device got bent. The procedure failed. Some resistance was felt when torquing the device. Additionally, there was resistance/difficulty removing the outback from the patient. There was no reported patient injury. The device was not opened in sterile field. The lesion was the right superficial femoral artery (sfa) which had approximately a 15cm chronic total occlusion (cto). An approach was made from the right common femoral artery. It was difficult for the unknown guidewire to cross the true lumen of the lesion. The unknown guidewire went into the sub-lumen approximately 5cm from the proximal part. The physician kept advancing it and it went through the cto part. The device was prepped per the instructions for use (IFU). All specified ports of the device were properly flushed. There were no damages noticed to the device prior to opening the package. There were no difficulties removing the device from the sterile packaging. There were no kinks or other damages noted prior to inserting the product into the patient. Force was applied but it was not excessive. The lesion was severely calcified. There was mild vessel tortuosity/angulation. There was one hundred percent stenosis. The device was used for a chronic total occlusion. The guidewire did not go through the true lumen. Therefore, the physician attempted to let the guidewire go through the true lumen by using the outback. The product was not returned for analysis due to hospital regulation. A product history record (phr) review of lot 17883904 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cto catheter system withdrawal difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issues experienced could not be determined. Based on the information available for review, lesion characteristics (such as severe calcification with mild vessel tortuosity) and procedural/handling factors likely contributed to the failure to cross and withdrawal difficulty reported. Difficulty crossing a lesion or an anatomical structure is a known procedural occurrence. The consequences of crossing difficulty occurring during clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing is most commonly related to the patient anatomy, operator technique and appropriate device selection. Additionally, the withdrawal difficulty may also be due to patient¿s anatomy or concomitant devices. However, without further information, it is not possible to determine what factors may have contributed to the reported issue. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿a sterile gauze sponge with heparinized saline may be used to wipe the catheter (with the cannula in the retracted position) going from the proximal hub to the distal tip. If strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atmospheres to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Excessive calcification at the site of re-entry may impair performance.¿ in the directions for use, the IFU states, ¿release any stored torque in the outback elite re-entry catheter shaft once the cannula tip is properly positioned. Ensure the ¿lt¿ directional marker band slot is oriented toward the desired vascular location (target site) prior to actuation of the handle deployment slide. Retract the cannula tip into the outback elite re-entry catheter by fully retracting the handle deployment slide until it stops. Release the handle deployment slide button to lock the deployment slide in the retracted position. Ensure the cannula tip is fully retracted into the catheter lateral port, and the handle deployment slide is locked, prior to withdrawing the catheter over the guide wire.¿ neither the phr review nor the information available for review suggest that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. The exact age of the patient is unknown, additional information states that the patient is in their 60s.

Event description:
As reported, the 120cm outback elite re-entry catheter was difficult to go through the sub lumen. It was re-inserted after the lesion was inflated low pressure with a 3mm x 4cm non-cordis balloon catheter. However, the same issue continued. They tried several times, but the distal part of the complaint device got bent. The procedure failed. Some resistance was felt when torquing the device. There was resistance/difficulty removing the outback from the patient. There was no reported patient injury. The device was not opened in sterile field. The lesion was the right superficial femoral artery which had approximate 15 cm chronic total occlusion (cto). An approach was made from the right common femoral artery. It was difficult for an unknown guidewire to cross the true lumen of the lesion. The unknown guidewire went to the sub lumen from approximate 5 cm from the proximal part. The physician kept advancing it and went through the cto part. The device was prepped per the instructions for use (IFU). All specified ports of the device were properly flushed. There were no damages noticed to the device prior to opening the package. There were no difficulties removing the device from the sterile packaging. There were no kinks or other damages noted prior to inserting the product into the patient. Force was applied but it was not excessive. The lesion was severely calcified. There was mild vessel tortuosity/angulation. There was one hundred percent stenosis. The device was used for a chronic total occlusion. The guidewire did not go through the true lumen. Therefore, the physician attempted to let the guidewire go through the true lumen by using the outback. The device will not be returned for evaluation due to hospital regulation.